Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed noise oversensing which were verified via isometrics leading to inappropriate shock on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.